Manufacturer narrative:
Event site postal code: (B)(6). Occupation: technician. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after insertion, the intra-aortic balloon (iab) ruptured before pumping was initiated and blood was seen in the tubing. The iab was replaced with a new one to continue therapy. There was no patient harm or adverse event reported.

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).